Event description:
It was reported that during use, the temperature probe at the venous inlet was not tight. Air was constantly being sucked into the venous reservoir. The temperature probe was removed and replaced with a plug from the top of the reservoir. This did not solve the problem. The female luer lock in which the probe is inserted is believed to be the problem. No reported pt effect. (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional info becomes available. Additional info: the product mentioned is a tubing set with reservoir and the included affected component has the contributing design function of the reservoir which is registered under 510 (k): k102919.